Event description:
A physician reported with a description of, a patient came from another hospital and complained of difficulty seeing and it appeared that there were deposits on the iol surface, or that the surface was rough. Lens was still remains in the patient's eye. There are two medical device reports associated with this patient. This report is associated with the left eye. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Photos were provided. Clinical information review - photo analysis: identifying the exact location and nature of the findings is challenging with only a single two-dimensional photo of each eye. If superficial, the findings may indicate inflammatory deposits; if within the lens, they might suggest glistenings. It seems likely that they are situated on the anterior surface of each intraocular lens (iol). Reviewing clinical records to understand whether these findings were observed early during the post-operative period and how they have evolved over time would be valuable. Additional photos taken with varying slit beam widths and incident angles, along with videos, could offer further analysis assistance. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Not enough information was provided for further investigation. Review of the provided photos was inconclusive. The findings may indicate inflammatory deposits; if within the lens, they might suggest glistenings. It seems likely that areas of interest are situated on the anterior surface of each iol. Information was provided that the lenses were implanted over five years ago. The reporter referred the patient to the facility where the implant was performed for another follow-up visit at the hospital. The reporter was unable to provide patient or lens information. The manufacturer internal reference number is: (B)(4).